Event description:
Reporter indicated that a vns pt's seizures had increased and that he did not feel stimulation. The site took x-rays and "everything looks intact". In 2008, the pt was having 1 seizure per month and now he is having 3-4 (tonic clonic) seizures per week. It is unk whether this seizure rate is above pre-vns baseline. A battery life calculation was performed and indicated -0.78 years remaining until end-of service for the generator, though when interrogated, the device indicates it is not near end-of-service. The pt later had generator revision surgery. The explanted generator has been requested for return.